Event description:
(B)(4). Allergy to nickel severe cramping heavy bleeding clots tingling arms hands legs feet hip pain severe diarrhea headaches hives rashes weight gain metallic taste in mouth loss of appetite trouble breathing